Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the supplies in use had been in use for more than 3 days. The customer's blood glucose level was 260mg/dl. The customer successfully cleared the alarm and resumed insulin deliveries. Tandem technical support advised the customer to perform supply changes every 3 days to stay within labeling. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.